Manufacturer narrative:
Device evaluation: no product returned for device analysis; a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the patient had gone home with the device, but no medication had been infused, and no alarms had been triggered. It had been stated by the company representative that the upstream sensors on their device had not been activated. The event occurred while in use with a patient at the patient's home and the operator of the device was a health professional.

Manufacturer narrative:
D9: device received on 8/18/2025. H3: the device was received for evaluation. The device history review of the reported lot number found no non-conformities during the manufacturing process. Visual and testing was performed. The customer's stated problem was not confirmed. There was occlusion observed. There was no known cause of the reported issue, and no further action will be taken.